Event description:
It was reported that the patient developed an allergic reaction at the pod¿s insertion site (abdomen) while wearing the device for an unknown duration. Patient reported the infusion site was red, blistered, dry, itchy, and irritated when the pod was removed. The patient presented to st luke¿s medical practice and was diagnosed with an allergic reaction at the pod site. To manage the reaction, the patient was prescribed a duoderm extra thin dressing to apply to the skin prior to pod placement.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.